Event description:
Related manufacturer reference number: 2017865-2025-17304. It was reported that the dislodgement was noted on the patient's right ventricular (rv) lead post-operatively. Rv lead testing showed decreased sensing and loss of capture. Diagnostic imaging confirmed the dislodgement. On (B)(6) 2025, the physician successfully repositioned the rv lead. During the procedure, the right atrial (ra) lead became dislodged as well. The physician attempted to reposition the ra lead however, the helix failed to fully extend. The physician elected to explant and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated the helix being clogged with blood/tissue.